Event description:
The consumer was using the shower chair when the chair allegedly split in half, causing the consumer to fall and scrape his legs. The consumer allegedly had trouble breathing the next morning and was taken to the hospital and admitted.

Manufacturer narrative:
History has shown a fall of this type is not likely to cause serious injury. Malfunction has not been established. History has also shown that events of this type are the result of improper loading or improper use of the device and not a malfunction. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred, or if other factors such as misuse, abuse, improper loading and/or lack of maintenance may have caused or contributed to this accident. MDR filed as a conservative measure.